Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
At initial startup, the console displayed a red battery failure alarm, and no other information is available.

Manufacturer narrative:
The device was returned and an evaluation/analysis was performed. A product history review revealed there were no issues related to the complaint discovered when reviewing the product history of console ic2606. The root cause of the ¿battery failure alarm¿ was due to a depleted battery (failure). H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.